Event description:
It was reported that the patient implanted with a sling device underwent a surgical procedure to implant an artificial urinary sphincter (aus) due to incontinence. There were no patient complications reported.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported urinary incontinence is a known risk associated with sling procedures and is noted as such in the instructions for use. Device history record (DHR): review of manufacturing documentation cannot be performed as the serial/lot number for this component was not provided. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: risk review and labeling review identified that the adverse event of urinary incontinence is a known risk of the device. The cause of the urinary incontinence was not established by physician, although it is included in the labelling documentation for the sling device as an adverse event of implant. As a result, a conclusion code of known inherent risk of device was chosen. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient implanted with a sling device underwent a surgical procedure to implant an artificial urinary sphincter (aus) due to recurring incontinence. There were no patient complications.